Manufacturer narrative:
Reusable femoral impactor head broke at the point where it connects to the impactor handle. The surgery was completed successfully. Investigation of the affected lot of material indicated that there was a specified radium missing at the bottom of the connection post where the fracture reportedly occurred.

Event description:
Reusable femoral impactor head broke at the point where it connects to the impactor handle. The surgery was completed successfully.